Event description:
Report received of an underdelivery due to an undetected occlusion. The pump was programmed in the piggyback mode to deliver an unspecified solution at an unspecified rate on line a, and an unspecified concentration of potassium chloride at an unspecified rate on line b. The nurse reported that after an unspecified length of time, 10ml of fluid had infused from line b while the pump display indicated that 50ml had infused. No audible alarm was noted. The nurse reported they saw drops of fluid infusing on line a; however, the pump display indicated "line a delayed". It was reported that the IV tubing on line b was longer than usual, causing the tubing to "kinked over" the pump resulting in an occlusion. The tubing was unkinked which allowed line b to infuse "fine". There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional information was provided.